Manufacturer narrative:
The preloaded insertion system was returned to the manufacturer for evaluation. The returned sample was visually inspected under a microscope and revealed that the plunger was observed loaded as required and engaged. The cartridge was fully engaged into lower body of a pcb00 device; indicating that the cartridge is in the correct position. Scarce ovd (ophthalmic viscoelastic) residues were observed inside the cartridge. Stress marks were also observed on the cartridge tip, which are typical defect observed when the lens was delivered as required. Therefore, the reported complaint of the shooter would not rotate and/or engage is unconfirmed. Visual inspection of the intraocular revealed that the lens was not stuck in cartridge. No damages were observed on the lens. Based on the inspection the lens was delivered as required through the pcb00 device. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions for the proper use and handling of the device. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the eye, the shooter would not engage. Additional communication on (B)(6) 2015 confirmed the shooter would not rotate and engage. The lens was not delivered. No patient injury reported.